Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that within the past month, there was an infusion-related reaction within 3 minutes of infusing abatacept. The patient had flushing of their face, neck, and chest, as well as a swelling sensation in those areas. The customer reported they have performed a thorough review of the investigational product and materials, and of their pharmacy¿s processes related to making the investigational product, to rule out those factors, and they have not been able to draw any conclusions.